Event description:
The customer reported that the unit went to ventilator inoperative with error code message of "air valve liftoff failure." The customer reported that there was no patient involvement.

Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Manufacturer narrative:
The failure investigation (fi) lab received the moog blower assembly for evaluation. Visual inspection of the blower controller revealed no evidence of damage or contamination. Fi technician tested the blower assembly in the fi test ventilator and the ventilator generated ventilator inoperative with error code message air valve liftoff failure. The blower assembly motor winding resistance and hall effect sensor were also tested and results that all hall sensor outputs does not toggle when the motor shaft is rotated indicating that all the hall effect sensors ha, hb & hc are nonfunctional. Bad hall effect sensors ha, hb and hc caused the blower not to function. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to bad hall effect sensors ha, hb and hc caused the blower not to function.